Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the team was experienced and versed in the device removal process.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The manual switch worked as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing

Event description:
It was reported that during a paraesophageal hernia procedure, on the third stroke of the initial device firing (white cartridge), the device locked. The surgeon realized that the device was closed on a penrose drain and attempted to remove the device by depressing the knife reverse switch and completing the removal sequence. The device would not release and the device was cut out with no impact to the tissue. Case completed with another device of the same product code. There were no patient consequences reported.